Event description:
It was reported when using the bd pyxis¿ medstation¿ es device keyboard was not working customer reported delay during dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard did not respond. A field service engineer reseated the keyboard's universal serial bus (usb) cable connection, rebooted the device, and tested it to verify that the keyboard was working properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.